Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device on site and replaced the gas delivery engine (gde) to correct the reported issue of "circuit occlusion" and "ext high ppeak" alarms. The device was repaired, calibrated, and placed back in to service. During service, the fsr discovered that the user interface module was "dead" so a control board was replaced and sent back to carefusion for evaluation. The user interface module was evaluated by carefusion's failure analysis lab and found to be working within specifications, turned on normally and the touch screen worked properly. No issue with the uim was found.

Event description:
The customer reported while using the avea ventilator, the unit displays circuit occlusion, ext high ppeak (extended high peak pressure) alarms. The issue occurred during check out of the suspect device. There is no patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.